Event description:
During an operative procedure called ureteroscopy the "microvasive passport" balloon and catheter tip broke off inside the pt. It was retrieved with no adverse effect to the pt. This same event happened in january of this year.